Event description:
It was reported that during priming a polyflux 14lhad an external fluid leakage as the top of the dialyzer was broken. There was no patient involvement associated with the reported event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: g3: date received by MFR. The g3 field in the initial MDR was 07/04/2024 and the correct date is 07/03/2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed a dialyzer with tubing attached that was used for priming. There was no product label or barcode visible in the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.